Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/05/2019. Front bezel case and nav ring replaced.

Event description:
The caller reported that the nav-ring was not working. There was no patient involvement.